Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed. (B)(4).

Event description:
It was reported to gore medical device tracking that on (B)(6) 2013 a gore helex septal occluder was implanted. On (B)(6) 2014 the gore helex septal occluder was explanted. The physician reported trans-esophageal echocardiography (tee) in the cath lab on day of procedure showed that the device had slipped off the posterior/inferior rim of the defect and there was a small-moderate residual shunt. One year post procedure the rv pressure was in the 40s s. The physician decided for device removal and surgical closure of the defect.

Event description:
It was reported to gore medical device tracking that on (B)(6) 2013 a gore® helex® septal occluder was implanted. On (B)(6) 2014 the gore® helex® septal occluder was explanted. It was reported by the physician the device was implanted to treat a patent foramen ovale. After device placement there was a small residual shunt. The patient had factor v deficiency and a history of stroke. With the patients history the physician opted for device removal and surgical closure of the defect. The patient was doing well following surgery.